Event description:
Customer reported an issue with the panorama telepack which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives cleared the systems error logs.